Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during an electrophsiology ablation procedure, EKG signal noise occurred. The atrial flutter ablation was being performed in the right atrium. While using the 7.5/110/2.5/lrg chilli ii ablation catheter, noise occurred on the EKG signals corresponding to the distal electrodes. The catheter was removed and replaced with the another of the same catheters to complete the procedure. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed that there was a short between the tip and the thermocouple of the chilli ii catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: during the as received visual inspection of the catheter, the electrical connector, uv glue on the tip, and ring electrodes verified to be normal. The thermocouple was within specifications. The thermocouple response test verified normal. The catheter also verified normal during rf ablation testing. The system was used with a 37°c saline tank and a circucool pump. No electrical open circuits were found. However, the catheter failed the electrical short testing. A short was found between the tip and the thermocouple. There was a secondary finding of the distal tubing shaft being found flattened in two different locations. During the functional curve check, both the right and left steering curves met specification. The catheter was inserted into and withdrawn 5 times from the 8.5f sheath. No excessive resistance was felt during the test. The distal tubing shaft was then dissected partially where the flattened tubing was located. The electrical wires were found intact and not twisted. Dissection of the distal section found that the cooling lumen was sitting side-by-side with the steering assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).